Event description:
Philips identified a software defect internally in iscv (intellispace cardiovascular) wherein the import daemon crashes when importing specific electrocardiogram (ECG) files. Consequently, the data was not imported into iscv and could not be used. Any other data being imported in parallel was also unavailable. The issue was identified internally and was not in clinical use at the time of event. Based on the new information that philips became aware, this has been determined to be a reportable malfunction. Under specific circumstances, it could potentially lead to delayed diagnosis or misdiagnosis. Given the defect¿s nature and its potential impact on clinical decision-making if it were to recur, it is determined that this constitutes a reportable malfunction.